Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue. The actuator in the table rotational lock assembly was functioning on an intermittent basis. The cse replaced the actuator and the table rotational lock was tested to verify proper function. Corrective action has been initiated and investigation found the root cause is related to design of the actuator component within the rotational locking mechanism. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
On (B)(6) 2021, the customer reported that the actuator in the table's rotational lock worked intermittently. There was no patient involvement.